Event description:
During an endoscopy procedure, the physician used a cook echotip ultra endoscopic ultrasound needle in a pancreatic lesion located in the body of the pancreas. During the second or third pass the needle was removed from the endoscope and was located outside the pt. The physician extended and flushed the needle. At this time, approximately 1 cm to 2 cm of the needle tip fell off outside the pt. The physician used another of the same device to do another pass successfully. There was no harm to the pt due to this occurrence. A sectio of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. Approximately 4.2 cm of the distal end of the needle was detached. The detached portion was included in the return. A slight bend was observed with the detached portion. No other defects were observed in the returned product. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to bending of the needle near the distal end. This bend could contribute to needle breakage. Prior to distribution, all endoscopic ultrasound needles are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.